Event description:
It was reported that farawave catheter was leaking fluid from the end of the catheter near the flushing port which was cracked. The procedure was completed using different farawave catheter. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that farawave catheter was leaking fluid from the end of the catheter near the flushing port which was cracked. The procedure was completed using different farawave catheter. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of leak and detachment of device or device component. The device was returned and inspected, and no outer abnormalities were observed. Luer/strain relief is fully attached. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. No leak was noted. During product analysis, the device passed all test performed, showing no evidence of the reported failure. An image was provided for review and showed the flush port, however, it did not confirm any of the reported allegations. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the farawave device confirmed that the event of luer detachment of device or device component and leak are a known event defined in the products risk management documentation. These event types had been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.